Manufacturer narrative:
Log file analysis review date: 11/27/2015, power consumption normal operating range. Additional notes: -14 high watt alarms have been logged since november 26, 2015. The current high watt alarm limit is set to 5.5 w. -3 vad disconnect alarms have been logged on at the following times: november 14, 2015 at 15:33:10; november 14, 2015 at 16:47:22; november 17, 2015 at 16:40:14. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus and sepsis are known adverse events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient has a raise in power. He was admitted to the hospital and labs test were done. The patient's anticoagulation profile was within normal range and had a diagnosis of sepsis on admission. The patient was initially given heparin and then thrombolytics were given for suspected thrombus with actilyse 10mg bolus given twice within one hour. Log files were sent and device parameters returned to normal range. Clinical investigation ongoing.

Manufacturer narrative:
DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Sterility review: a review of the device's sterility report (report #(B)(4)) confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files confirmed the reported increase in power consumption and revealed multiple high watt alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: (B)(4) 2015, power consumption normal operating range. Additional notes: 14 high watt alarms have been logged since (B)(4) 2015. The current high watt alarm limit is set to 5.5 w. Three vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2015 at 15:33:10, (B)(6) 2015 at 16:47:22, (B)(6) 2015 at 16:40:14.

Event description:
It was reported from (B)(6) that a patient that was in the hospital, had a raise in power and a temperature more than 40 celsius. The patient's anti-coagulation profile was within normal range. The patient was found to be septic and vasodilated and needed vasopressor for support. The patient was given heparin and then thrombolytics were given for suspected thrombus with actilyse 10mg bolus given twice within one hour. The patient was started on continuous venous to venous hemodialysis (cvvh) due to acute kidney injury (aki) disease and to "reduce inflammatory response". Log files were sent and device parameters returned to normal range. The log files showed three vad disconnect alarms and the hospital stated that the two alarms on (B)(6) 2015 were related to patient training and the alarm on (B)(6) 2015 was conducted by the nurse accidently. No effect on the patient. The sepsis was found to be fungal and the patient was treated with treated with IV cancidas and vfend. The clinical team believe there is no relation of the device to the infection. Received information from the hospital that the patient died of sepsis on (B)(6) 2015. Clinical investigation ongoing.